Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 176 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer complained of nausea, excessive thirst, excessive urination and ketones. Diagnosed diabetic ketoacidosis. Hospital treated customer with insulin drip. During troubleshooting, manual prime is correct. Insulin exited the tubing. Nothing further reported.